Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus had a malfunction. The stylus was replaced but the issue was not resolved. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus had a malfunction. It was indicated that the connection from the xy printed circuit board (pcb) to the overlay required cleaning and reseating. It was also indicated that a cover was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.